Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the monitor was displaying a service code 203 upon power up. The cause for the failure was isolated to the j1000 connector on the c/a board being physically damaged, causing the fault. In addition, the monitor delivered a monophasic pulse during functional testing. The root cause for the damaged j1000 could not be positively identified. The root cause or the monophasic pulse investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.